Manufacturer narrative:
(B)(4). The device (suction tube mcl-s16 dia 1.0mm sataloff) was returned for evaluation. Analysis indicated that the tip of the instrument is broken. A full investigation could not be performed since the broken tip was not returned. Therefore the root cause of the malfunction (broken tip) could not be determined. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported that the device (suction tube mcl-s16 dia 1.0mm sataloff) had a broken tip. There was no reported patient impact.